Event description:
The physician was attempting to coil a recanalized basilar tip aneurysm. The aneurysm had a very wide neck that was equal to the largest dimension of the aneurysm. He attempted to place a coil and did not like the way it sat in the aneurysm. As he was pulling the coil back in the catheter in order to redeploy the coil, he lost control of the coil. About 10 cm of the coil remained in the catheter, but it was not connected to the pusher wire. A 60cc syringe was attached to the catheter rhv and used to aspirate the coil back into the catheter. The physician determined that the aneurysm was uncoilable and the procedure was stopped.

Manufacturer narrative:
Device investigation: results: the coil and the pusher assembly were returned for investigation. The distal detachment tip (ddt) is missing from the end of the pusher assembly and approximately 5mm of the pull wire is protruding from the broken tip. The broken edge of the polymer section shows necking and stretching. The coil is complete and well formed. The pet lock at the proximal end of the pusher is intact. The pusher is non-functional. Conclusion: the unintentional release of the coil reported in the complaint is confirmed. Based on the complaint narrative, it is likely that the coil/pusher assembly was under tension while the coil was being repositioned and removed from the aneurysm. Pulling the coil back in the catheter likely exceeded the tensile strength of the bond between the polymer section of the pusher assembly and the distal detachment tip, breaking the device and ultimately leading to the coil detachment. The pusher assembly tensile strength testing for this lot passed specification. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.